Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaints, concerned a female patient of unknown age and origin. Medical history included eyesight was not very good and unable to see clearly. The concomitant medications included insulin glargine administered for diabetes. The patient received insulin lispro (rdna origin) through a cartridge, administered thrice daily; 10 in the morning, 8 in the noon and 8 in the evening, subcutaneously, for treatment of diabetes, beginning since unspecified date in 2020 or 2021 (conflicting information) via reusable pens humapen ergo ii. Therapy start date of both humapen ergo ii was unspecified. It was reported on unspecified date, while administering insulin lispro, her blood glucose was not controlled well, it worsened and hence she was hospitalized for high blood glucose (not clear about the specific happening date and hospitalization date). (Lot. No. Unknown, pc no. (B)(4) and (lot. No. 1404d02, pc. No. (B)(4). On unspecified date, her insulin lispro dose was increased to 12 in the morning, 10 in the noon and 10 in the evening. On unspecified date in ((B)(6) 2024, while administering insulin lispro, she tried to inject dose of 10 units, after pressing the injection button to 1-2 units, the injection button could not be pressed and could not return to zero. She indicated that she had relatively a lot of complications. It was reported she had the condition of eyesight not very good and unable to see clearly before starting insulin lispro. Additionally, for her second humapen, it was reported she would replace a new needle every several days and the pen was stored with the needle attached (improper use). She could not remember clearly and was confused. On unspecified date, according to doctors advise, insulin lispro therapy was discontinued and switched to insulin aspart therapy. Further information regarding corrective treatment and hospitalization details were unknown. Outcome of events was unknown. Status of insulin lispro was discontinued. Follow-up was not possible as consent to contact reporter and hcp were denied. The patient was the operator of huma pens, and her training status was unknown. The general and suspect humapen model duration of use was unspecified. The action taken with suspect humapens, and their return status were unspecified. The reporting consumer did not know relatedness of events with insulin lispro or humapen devices edit on (B)(6) 2024: upon review of information, added a suspect humapen ergo ii device with lot 1404d02. No other changes were made to the case. Edit on (B)(6) 2024: upon review of information, updated improper use of suspect devices from no to yes. Updated narrative accordingly. Edit on (B)(6) 2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2024-00039 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaints, concerned a female patient of unknown age and origin. Medical history included eyesight was not very good and unable to see clearly. The concomitant medications included insulin glargine administered for diabetes. The patient received insulin lispro (rdna origin) through a cartridge, administered thrice daily; 10 in the morning, 8 in the noon and 8 in the evening, subcutaneously, for treatment of diabetes, beginning since unspecified date in 2020 or 2021 (conflicting information) via reusable pens humapen ergo ii. Therapy start date of both humapen ergo ii was unspecified. It was reported on unspecified date, while administering insulin lispro, her blood glucose was not controlled well, it worsened and hence she was hospitalized for high blood glucose (not clear about the specific happening date and hospitalization date). (Lot. No. Unknown, pc no. (B)(4)) and (lot. No. 1404d02, pc. No. (B)(4)). On unspecified date, her insulin lispro dose was increased to 12 in the morning, 10 in the noon and 10 in the evening. On unspecified date in (B)(6) 2024, while administering insulin lispro, she tried to inject dose of (B)(4) units, after pressing the injection button to (B)(4) units, the injection button could not be pressed and could not return to zero. She indicated that she had relatively a lot of complications. It was reported she had the condition of eyesight not very good and unable to see clearly before starting insulin lispro. Additionally, for her second humapen, it was reported she would replace a new needle every several days and the pen was stored with the needle attached (improper use). She could not remember clearly and was confused. On unspecified date, according to doctors advise, insulin lispro therapy was discontinued and switched to insulin aspart therapy. Further information regarding corrective treatment and hospitalization details were unknown. Outcome of events was unknown. Status of insulin lispro was discontinued. Follow-up was not possible as consent to contact reporter and hcp were denied. The patient was the operator of huma pens, and her training status was unknown. The general and suspect humapen model duration of use was unspecified. The action taken with suspect humapens, and their return status were unspecified. Humpen ergo with unknown lot number was not returned to the manufacturer. The reporting consumer did not know relatedness of events with insulin lispro or humapen devices. Edit 30-jul-2024: upon review of information, added a suspect humapen ergo ii device with lot 1404d02. No other changes were made to the case. Edit 19-aug-2024: upon review of information, updated improper use of suspect devices from no to yes. Updated narrative accordingly. Edit 19aug2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 29aug2024: additional information received on 26aug2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, reiterated improper use and storage as yes, reiterated malfunction as unknown, and device return status to not returned to manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2024 in the b.5. Field. No further follow-up is planned for dsss. Evaluation summary: a female patient reported that her humapen ergo ii had an unspecified malfunction on an unknown date. She experienced increased blood glucose and was hospitalized on an unknown date. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported she would use a new needle every several days and the pen was stored with the needle attached. The core instructions for use state to use a new needle for each injection and to remove the needle after every use. In addition, the patient reported visual impairment. The core instructions for use state that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. There is evidence of improper use. The patient reused needles, stored the device with the needle attached, and used the device while visually impaired. It is unknown if these misuses are relevant to the complaint issue or the event of increased blood glucose. This report is associated with 1819470-2024-00039 since there is more than one device implicated.